Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-18732, 1627487-2021-18733, 1627487-2021-18734. It was reported the patient's left l4 and right s1 leads had migrated. The patient's left s1 lead was causing loss of therapy and motor stimulation. Reprogramming was performed. As a result, the patient underwent surgical intervention during which the 3 leads were explanted and replaced. Effective therapy was established post-operatively. It is unknown which s1 lead was causing motor stimulation, so this device is being treated as the device that caused motor stimulation.